Event description:
It was reported that there was an alert due to long charge time on the implantable cardioverter defibrillator (ICD) which triggered end of service (eos). There was also an alert for high impedance on the superior vena cava (svc) coil of the right ventricular (rv) lead. The device and lead remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.